Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in hospital with fever and shortness of breath. Upon interrogation, the patient was found to be bacteremia and showed vegetations on the leads. System extraction was performed on (B)(6) 2018. The right atrial and ventricular leads were difficult to extract due to entanglement and were attached to the tricuspid valve due to fibrosis and calcifications. Whole system was explanted. Patient¿s vitals remained stable throughout the procedure.